Event description:
It was reported by the clinician that the spring wire guide (swg) uncoiled while in use. On (B)(4) 2009, the sales rep spoke with the clinical nurse mgr and was told that she does not know if this happened with two or three kits. The pt was obese and the ER physician was attempting a sub clavian placement. A trauma surgeon was called in to help when placement became a problem. Reference medwatch 1036844-2009-00050 for second event involving same pt.

Manufacturer narrative:
(B)(4). Eval: the customer reported swg's from 3 kits uncoiled, but they did not retain any of the wires. The customer returned twelve sealed kits from three different lots. Two swg's from each of the returned lots were microscopically examined. The welds were intact and no separations were observed. All swg's examined met specifications. The product's instruction booklet warns about possible damage to the swg if the wire is withdrawn against the needle bevel and also suggests using care when removing swg if resistance is encountered. The reported complaint of swg unravelling could not be confirmed since the customer did not return the damaged swg's. The potential cause of this issue is mfg related. The device history record review found a potentially relevant issue and a nonconformance has been initiated to further investigate this issue. This is one of 4 records reflecting multiple occurrences of MFR control# 9484. Additional occurrences are documented as MDR #1036844-2009-00049, 1036844-2010-00082, and 1036844-2010-00084. Until (B)(4) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(4) 2009 through (B)(4) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(4) reports. Please refer to the MDR for the original complaint referenced above for the f/u for this MDR.